Manufacturer narrative:
Addition g4 addition h6 code 213-the review of the manufacturing paperwork verified that the lot met all pre-release specifications. Addition h6 code 22-the gore® dryseal flex introducer sheath instructions for use states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent emergency endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system (ctag-ac) for a chronic type b dissection and right lower extremity ischemia. Two ctag-ac devices were deployed without reported issues. When the 22fr dsf was removed, the pulse of the left leg was not able to be felt. The physician considered that the left external iliac artery was occluded. It was suggested that the cause of the occlusion was dissection due to the dryseal flex sheath. A stent was deployed to treat the dissection, but it was reported that the stent was implanted in the false lumen. A femoral-femoral artery bypass was performed using gore® propaten® vascular graft to preserve blood flow to the left lower extremity. The patient tolerated the procedure.